Manufacturer narrative:
(B)(4). The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, de novo, 99% stenosis in the proximal left anterior descending artery (lad). The 2.5 x 15 mm rx tenku balloon catheter was advanced during pre-dilatation; however, the balloon ruptured due to the calcified lesion, during first inflation at 6 atmospheres. Resistance during advancement and removal of the device was due to a calcified lesion. The procedure was continued using a replacement device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.